Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Review of the pump history revealed multiple "no cartridge detected" warnings that could not be duplicated during evaluation. Evaluation did not reveal any physical force sensor defects. The force sensor failed a calibration check.

Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.